Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had poor air output. The issue was found during inspection for use. Inspection and testing of the returned device found that the nozzle was clogged. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the switch #1 was cut and angulation was reduced. The control knob had excessive play and objective lens had chips around the edge. The light guide lens was cracked and the ce label was incorrect. The insertion tube had snakiness and the air/water supply was low due to clogged nozzle. It was noted that the device was reprocessed correctly and the customer could not identify the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material likely remained in the nozzle due to the device not being reprocessed correctly; however, a definitive root cause of the foreign material clogging the nozzle could not be identified. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.